Event description:
The system 6 dual trigger rotary was sent for evaluation due to running on it's own without user activation during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.